Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2. H3. H4. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the clip did not open once it was attached. The issue occurred during an unspecified therapeutic procedure and was completed using an olympus back-up device. There were no reports of patient harm.